Event description:
Reportedly, the ls1100 instrument was applied and activated on a tissue bundle, a seal was made, however, the instrument would not open. To remove the device from the tissue the surgeon used the bipolar settings to cut the device out of the tissue. There was no reported injury to the pt.